Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was 101 mg/dl. The customer continued to use the pump for insulin therapy. In addition, it was reported that the wall adapter no longer charged the pump. Customer was able to successfully charge the pump with an alternate wall adapter.